Event description:
It was reported the patients blood glucose level rose to >250mg/dl while wearing the pod between 24 and 36 hours. It was also reported that the pod had a hazard alarm during operation.

Manufacturer narrative:
The investigation found corrosion on the pcb and battery stacks. Fluid path testing was performed and the unexposed portion of the soft cannula was observed to be internally leaking through the nailhead causing corrosion. The device data returned an 0x40 alarm which indicates a rotational error occurred. During the investigation, residual fluid resulting in contamination was observed on the commutator cap. This contamination contributed to the abnormal rotational sensor data resulting in the hazard alarm. Cracks were also observed on the top and bottom housing. The exact timing and cause of these cracks are unknown.